Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. When the subject device was checked, it was confirmed that the connector was loose. Adhesive residue was attached, and it was confirmed that the subject device was assembled normally. From a similar case in the past, when cleaning a scope that is not connected to the cleaning tube, it is possible that the connector is easily loosened by leaving the cleaning tube connected. Also, the connector or tube is turned when one of the lock levers is not fitted, the torque load will be larger than when both lock levers are fitted, and the connector may loosen. In addition to the situation, when the cleaning tube is attached or detached, it will be tightened when clockwise stress is applied, and it will be loosened when counterclockwise stress is applied. Therefore, it is possible that stress in the loosening direction was applied as the cause of the connector loosening. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the routine maintenance, the channel connector became loosened when the connecting tube was connected, and broken piece of the adhesion came out. There was no report of patient injury associated with the event.